Event description:
During an in-clinic follow up, increased capture thresholds resulting in loss of capture was observed on the left ventricular (lv) lead. The device was reprogrammed to resolve this event. The patient was stable.